Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 01 years, since the subject device was manufactured. Based on the results of the investigation, a definite root cause that led to the malfunction distal end (tip) has a crack could not be determined. Whereas, it is likely, the clogging of balloon water tube occurred, due to device was returned without completing the reprocessing process at the facility. However, a definite root cause that led to the malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited cracked distal end and balloon channel cleaning brush could not be inserted into the balloon water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.